Manufacturer narrative:
Us customer contacted cepheid to discuss a discrepant result. Sample was collected from patient on (B)(6) 2024. Sample was processed after collection so held at room temperature before being ran. Site followed IFU for processing sample, however used the eswab for collection device which is off label. Sample was run on xpert sars-cov-2/flu/rsv plus which resulted in sars-cov-2 negative, flu a positive, flu b negative, rsv positive. This result was reported to the physician. Patient had gone home after the first initial run but was asked to return for a 2nd sample to be collected and sent to the hospital for testing. On (B)(6) 2024, a 2nd sample was collected from the patient and held at room temperature until transferred to a local hospital lab for patient retest. The sample was run on an unknown platform (pcr) and resulted in rsv positive. The results were reported to the physician. The patient was a 6-month-old symptomatic baby with no vaccines. There was no deterioration in health and no impact to the patient due to the results per customer feedback. After both samples were ran and reported to the doctor, final results for the patient were rsv positve. The likely root cause for the discrepant result is cross talk between the flu and rsv optical channels, which can be seen when rsv viral loads are high in a sample, as evidenced by a strong CT value for the rsv analyte. This could be module related, however unknown if use of eswab media exacerbates the risk of crosstalk. This maybe be alleviated by either pm of the module or module replacement. False positive: false positive results for sars-cov-2 could lead to incorrect management of symptomatic patients, including unnecessary isolation or quarantine, misallocation of resources, delayed diagnosis and treatment for other infections or health conditions, or unnecessary antiviral treatment. Cepheid's patient safety board consult confirmed with the customer that there was no associated patient harm or change to patient treatment. Results are for the identification of sars-cov-2 rna. As per section 3 of the xpert xpress cov-2/flu/rsv plus eua IFU; "positive results are indicative of active infection, but do not rule out bacterial infection or co-infection with other pathogens not detected by the test. Clinical correlation with patient history and other diagnostic information is necessary to determine patient infection status." Note for section h3 device evaluated by manufacturer - answer of no is due to the single use of the xpress sars cov-2/flu/rsv plus test and the unavailability of that product lot to be returned to cepheid.

Event description:
Us customer contacted cepheid to discuss a discrepant result. Sample was collected from patient on (B)(6) 2024. Sample was processed after collection so held at room temperature before being ran. Site followed IFU for processing sample, however used the eswab for collection device which is off label. Sample was run on xpert sars-cov-2/flu/rsv plus which resulted in sars-cov-2 negative, flu a positive, flu b negative, rsv positive. This result was reported to the physician. Patient had gone home after the first initial run but was asked to return for a 2nd sample to be collected and sent to the hospital for testing. On(B)(6) 2024, a 2nd sample was collected from the patient and held at room temperature until transferred to a local hospital lab for patient retest. The sample was run on an unknown platform (pcr) and resulted in rsv positive. The results were reported to the physician. The patient was a 6-month-old symptomatic baby with no vaccines. There was no deterioration in health and no impact to the patient due to the results per customer feedback. After both samples were ran and reported to the doctor, final results for the patient were rsv positve.